Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead, which was plugged into the right ventricular (rv) port, exhibited noise. A connector or setscrew issue was suspected. It was further reported that the lv lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. 15 sensed nst episodes less than 220ms between (B)(6) and (B)(6) 2011. Noise - interference/noise. Average daily v-sic count of 117 per day.

Event description:
It was reported that the left ventricular (lv) lead, which was plugged into the right ventricular (rv) port, exhibited noise. A connector or setscrew issue was suspected. The lead is still in use. No patient complications have been reported as a result of this event.